Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that both the air/water cylinder and suction cylinder had an appearance defect. Switch 1 had a cut. The forceps elevator lever's expected insulation capacity could not be obtained due to a cut on the heat shrinking tube. The image guide protector was damaged. The light guide lens had a crack. The distal end was shaved and had residual liquid. The parts had to be replaced due to annual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the needle was stuck into the working channel of the duodenovideoscope. There is no known procedure information. The device was returned for evaluation. During the device evaluation, the charged coupled device lens glue and distal end had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps were deviated from the instruction manual. Olympus did not receive a reply from the user. Based on the results of the investigation, it is likely that the foreign material remained at the objective lens-glue due to insufficient reprocessing. Based on the results of the investigation, it is likely that the foreign material remained at the distal end due to physical damage of the device. The foreign materials were unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.